Manufacturer narrative:
There was no report of patient injury or pneumothorax. The cortrak returned was evaluated and found to have no defect and functioned according to specifications. The tracing from the cortrak at 2:16pm starts at approximately te fourth tick mark on the y axis. This indicates improper user technique in starting the cortrak late (after inserting the tube beyond the recommended start distance of five to ten centimeters into the patient's nostril) or the receiver unit was not placed correctly at the xyphoid process. Step 6 of the instructions states "the top of the receiver is positioned at the xipho-sternal junction". Step 12 states "insert the feeding tube (with transmitting stylet) approximately five to ten centimeters into the patient's nostril." Step 13 says "press "start" on the monitor or the orange button on the receiver to begin viewing the tube tip position." Feeding tube placement is dependent on the clinician and patient and not the tube or device itself.

Event description:
A nasogastric tube was placed on (B)(6) 2015 using the cortrak eas system. The patient pulled it out and a second one was placed on (B)(6) 2015. The tube passed with slight resistance and reportedly resulted in a left lung placement. No pneumothorax was noted. The patient had bilateral chest tubes prior to during and after the placement.